Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation confirmed the customer's event. The e315 error was due to the incomplete adjustment of the shipping region. The device was corrected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a e315 error indicates that a non-supported scope is connected. This message is displayed when cv-190 detects the type of a non-supported ccd (charge-coupled device) connection. It was found the event was caused when the image would not output in a 170 series scope even though the destination code was changed to cv-190 6eb. Correction: per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to an olympus service center for further evaluation and testing. A olympus field service engineer (fse) uncovered the shipping region 6s was highlighted in red color in the service mode of the processor with the maintenance tool. The shipping region details in cv-190 using the maintenance tool have been updated. After that, the tjf-q170v scope started working. After this exercise, an inspection of the device confirmed no other issue was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, an olympus field service engineer (fse) went on-site and installed the olympus, model gif-hq190 scope and model tjf-q170v scope with an olympus, model evis exera iii video system center. During installation, a color bar with a e315(scope communication error) displayed on the screen with the tjf-q170v scope. There was no patient involvement associated with this event.